Manufacturer narrative:
The cause for the discordant advia centaur xp vancomycin result is unknown. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A discordant high advia centaur xp vancomycin result was obtained by the customer on the present reagent lot when performing a lot to new reagent lot patient comparison. The customer re-spun the discordant patient sample and the result was lower. A corrected report was sent to the physician. Subsequently, the patient returned to the hospital for the vancomycin treatment. There was no known report of adverse health consequences due to the discordant high advia centaur xp vancomycin result.